Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported that the patient fell and since the fall their device was not acting right. The patient went to the emergency room and a CT scan was done. The implantable neurostimulator (ins) was not assessed at that time. The hcp later reported the patient was walked through checking the ins by a manufacturing representative. When the ins was checked, everything was fine. The patient had fractured their foot in the fall, which required an inflatable boot. The hcp stated the fall was not related to the patient's ins. The patient's indication for use is essential tremor and movement disorders.